Event description:
It was reported the patient¿s stimulation has been off because it did not work appropriately for her and the implantable neurostimulator (ins) was ¿not working.¿ it was unknown how long stimulation has been off and was unclear why or when the ins stopped working. It was unknown if there was a greater than 50% reduction in symptoms. The patient¿s outcome was unknown. The patient had not been seen by the physician nor had a phone encounter since (B)(6) 2014. No outcome was reported regarding this event. Follow-up was attempted. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).